Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6)2006 to (B) (6)2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 30 event(s) associated with this event type (malfunction) and product code lmb.

Event description:
Backup error. Backup job setting changed to "continue transfer on error." Previous job aborted when a file access error occurred and prevented us from completing the backup. Rp: aluc 08.22.06 12:22 est (145.9:0.8) backups failed during transfer yesterday ((B) (6) 2006). Then 171 of 1688 files were transferred: aluc 08.22.06 11:35 est (145.1:145.1) opad backup failed last night with error message 'network error occurred during receive operation.' Only 50 out of 1792 files were transferred. I have resubmitted the job to run again today. 'Un-identified.'